Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: femoral component option size f right catalog#: 00596401652, lot#: 61082306. Trabecular metal posterior stabilized monoblock tibial component: green, size 6 e-f, 12mm catalog#: 00588605612, lot#: 60827918. All poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535, lot#: 61120090. Palacos r 1x40 single catalog#: 00111214001, lot#: 67144194. Palacos r 1x40 single catalog#: 00111214001, lot#: 67164194. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee revision due to fracture of the tibial insert. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical devices: unknown right femoral catalog#: ni lot#: ni. Unknown trabecular metal tibial tray catalog#: ni lot#: ni. Unknown 35mm all poly patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.